Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, helix extended; dried blood noted in housing and tip region, helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil near terminal end, lead resistances measured normal, the electrode end damage allegation was not confirmed, x-ray showed a necked-down inner coil, damage indicative of helix extension/retraction difficulty.

Event description:
It was reported that this lead was unable to be successfully implanted due to physical damage in the electrode end. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.